Event description:
Related manufacturer reference number: 2017865-2021-13542 it was reported the right atrial (ra) lead and right ventricular (rv) lead were dislodged. The leads were explanted and replaced successfully. No additional information would be available.

Manufacturer narrative:
This report is related to MFR number: 2017865-2021-13542.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced successfully. No additional information would be available.